Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed as no log files were submitted and no product was returned. The provided information indicated the patient exchanged their system controller and the backup battery in the exchanged controller was later exchanged. Multiple attempts were made to obtain additional information regarding availability of log files, if the controller exchange resolved the backup battery fault alarms, any additional troubleshooting steps taken, and if any product would be returned; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. This section also provides instruction on how to exchange the system controller and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm and the patient switched to their backup system controller. The ventricular assist device (vad) engineer replaced the internal backup battery in the system controller with the alarm.